Manufacturer narrative:
Efforts to contact the attending physician (dr.) Over a three week period by phone and fax proved unsuccessful. Dr. Had previously contacted another dr. (Who worked with kmi in developing the katalyst radial head device) to discuss the case in some detail. A teleconference was held with dr. (Kmi ) and myself on 31 may, 2006 to collect as much information as possible. Dr. Advised that the patient's original elbow fracture had healed as intended with the implanted katalyst radial head system, and though the joint appeared without any extrinsic instability visually, x-rays revealed separation of the katalyst head assembly from its stem. The implant head assembly was thereafter, removed and replaced. The patient's post-surgical prognosis was not noted. The explanted device was not returned for evaluation, and no specific part or lot number information was made available. It was reported that the patient was 'young and very active', and may not have been a good candidate for this procedure. Corrective/preventative action. Given the very limited information made available in this case, no corrective or preventive actions can be prescribed at this time. Risk assessment. The documented success rate of the katalyst radial head system (this is the first reported separation out of 190+ surgeries in the products 2+ year clinical history) substantiates the product's safety and efficacy, therefore, precluding a need to assess design risks associated with this device not previously considered. Post-market surveillance. Post-market surveillance of the katalyst radial head system will continue. All sources and types of product information will be taken into consideration, reviewed by kmi , and will be employed to facilitate incremental improvements and ensure the safety and efficacy of this implant system.

Event description:
Explant of katalyst radial head system implant from a male patient, sometime in the first half of 2006, approximately 3 (three) months following its original implant date owing to sporadic pain. The explanted component(s) were not returned to kmi for evaluation. On may 18, 2006, kinetikos medical, inc., was informed that the explant of katalyst radial head system had been performed sometime in the first half of 2006, at the discretion of the attending physician (dr. Md) to address discomfort reported by the patient. The original implant surgery had been performed approximately three months prior. Product report was initiated to faciliate documentation of the investigation.